Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were discussed but no intervention was performed, and the patient's status was unknown.